Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complain handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the all four casters, supports, and bearings inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters, supports, and bearings to resolve the issue. Based on this information, no further action is required.